Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log history was not provided therefore no review could be performed. This complaint was registered as part of reported events sent by canadian self-served customers. The device was not returned to brézins as repairs were carried out locally. According to provided information, a screw was found to be loose. After reassembly, calibration and pm, the device passed all performance tests. The pump was returned to customer in compliance with our essential performances. Without photo to confirm the defect, this complaint cannot be confirmed, but please be informed that a internal CAPA is open to address the subject of "loose screw". To our knowledge this complaint is not being related to patient safety. This complaint is considered as: not confirmed. The trend is: normal.

Event description:
The following has been reported by customer: rfid tag ripped off pump by nursing staff, had to attach new rid tag onto pump. Placement of tag was tested to ensure no future issues with IV line hook and tag placement, and a new battery was put into the tag since the pm date is in 2027. Assets tag# was updated in equipment entry. Door has slight crack near bottom, does not affect function of pump door and won't cause any liquid ingress into pump. Pump also had "software development in progress" message on startup, needs to be disconnected from partner properly. When placing the rfid tag on pump, a rattling was heard inside pump, likely a loose screw. On disassembly of pump, one of the screws holding the top cover on was completely loose in pump; screw was correctly put back in top cover and all connections and other screws were checked to ensure no further issues. Pump was reassembled and connected to partner for proper disconnect, and to perform pm tests to test full functionality of the pump. Pump date was calibrated to today's date since it reset when disassembling. When testing flow for pm test, flow was 27.33ml, so going to recalibrate it to be more accurate than current measurement. All pm tests performed successfully for functional check. Reporting as a conservative measure. Adverse effects were not reported. More information is needed to complete the investigation.